Event description:
The patient reported that when the light turns on, there was a strange sound that came from the insulin pump that was like a buzzing sound. At the time of the incident, the patient's blood glucose levels were 195 mg/dl. While trying to perform a self test, the patient stated that the sound did not go away. The patient reported that there were no significant events that led up to the sound occurring. During troubleshooting, the customer reported no visible damage. Assisted patient with performing the self-test and the pump passed, with no alarm messages occurring. Patient was unable to perform the displacement test. Patient was advised to discontinue use and to revert to a backup plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window. No audio anomaly or back light anomaly was noted. The insulin pump passed the self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.